Manufacturer narrative:
All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 6c29 that has a similar product distributed in the us, list number 6l27. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a false reactive havab-igg result for one patient sample. The historical havab igg result was 0.80 s/co (nonreactive) that was generated on (B)(6) 2023. The sample was run on a new reagent lot 51549be00 and generated a result of 1.02 s/co (reactive) on (B)(6) 2023. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing of a retained reagent kit lot. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the complaint lot performs as expected for this product. Ticket trending review did not identify any trends. Device history review did not identify any non-conformances or deviations with the complaint lot. In-house testing of lot 51548be00, lot contains the same bulk material as lot 51549be00, was completed using panels which mimic patient samples using an in-house retained kit. All specifications were met indicating the lot is performing acceptably. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect havab igg reagent lot 51549be00 was identified.

Event description:
The customer observed a false reactive havab-igg result for one patient sample. The historical havab igg result was 0.80 s/co (nonreactive) that was generated on 12may2023. The sample was run on a new reagent lot 51549be00 and generated a result of 1.02 s/co (reactive) on 06oct2023. Update: on 27oct2023, the customer provided additional information indicating that the sample was being tested for troubleshooting purposes due to the non-abbott control being out of range high. The customer confirmed the sample was not being used for patient management. The following qc data was provided: biorad: average 5.64 and 1 sd (B)(6) with lot 51549be00 8.89 s/co. Abbott qc: average 1.68. With lot 51549be00 2.28 s/co. There was no impact to patient managment reported.

Manufacturer narrative:
Additional information provided on 27oct2023 that is documented in section b5 - describe event or problem. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a false reactive havab-igg result for one patient sample. The historical havab igg result was 0.80 s/co (nonreactive) that was generated on 12may2023. The sample was run on a new reagent lot 51549be00 and generated a result of 1.02 s/co (reactive) on 06oct2023. Update: on 27oct2023, the customer provided additional information indicating that the sample was being tested for troubleshooting purposes due to the non-abbott control being out of range high. The customer confirmed the sample was not being used for patient management. The following qc data was provided: biorad: average 5.64 and 1 sd 0.84 / with lot 51549be00 8.89 s/co. Abbott qc: average 1.68. With lot 51549be00 2.28 s/co. There was no impact to patient management reported.